Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure the faradrive steerable sheath (clear) - us was selected for use. Upon aspirating and flushing, the flush line connected to the valve had a tiny hole in it where the water would squirt out and come out of the flush line. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is not expected to be returned.